Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected and no product deficiency was identified. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer did not provide a comparative for the reported inratio values. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Unexpected high results were reported on two consecutive days. It was reported that the prior to starting a course of steroids, the inratio inr result was within the therapeutic range. The results were as follows: (B)(6) 2016, prior to starting course of steroids, inratio=3.5. (B)(6) 2016: inratio=6.8. (B)(6) 2016: inratio=6.5. The reported therapeutic range was: 2.5-3.5. No alternate testing was performed. After obtaining a value of 6.8 ((B)(6) 2016) which occurred after starting steroids, the warfarin dose was cut in half that night (to 2.5 mg). Tested the next morning and obtained a value of 6.5. No bleeding or bruising reported.